Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter from their dentist. In the letter the dentist states the patient to cease byte aligner treatment. The patient is experiencing gum recession and tmj due to the aligner treatment. This is a contraindicated patient for crowns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.